Event description:
It was reported by repair work order that the cot dropped with a patient on it, no injury occurred. The caregiver dropped medical bags on the safety hook which caused the bar to not engage the safety hook, causing the drop event.